Event description:
It was reported by service report that the siderail weld was broken away from the frame exposing sharp edges and the siderail could not be latched up. No pt involvement or adverse consequences are reported.